Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'). In a 31-year-old female patient who had essure (batch no. 626625), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: vulval itching. Concomitant products included: fluoxetine hydrochloride (prozac) since 2005 and nortriptyline since 2005 for depression as well as levonorgestrel since 2000 to (B)(6) 2008, ondansetron (zofran) from (B)(6) 2007 to (B)(6) 2009 and pregabalin (lyrica) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), (B)(6) months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2009, the patient experienced vulval disorder ("rashes or skin conditions type: vulvar problem"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic bilateral salpingectomy, removal of essure devic). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved. And the menstrual disorder, infection, vaginal disorder, vulval disorder, dysmenorrhoea, dyspareunia, vaginal infection, anxiety, depression and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menstrual disorder, pelvic pain, vaginal disorder, vaginal infection and vulval disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, results: essure device was successfully occluded; on (B)(6) 2008, results: total bilateral occlusion. Lot number#: 626625, manufacturing date: 2008-02, expiration date: 2010-01. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a (B)(6) patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulval itching. Concomitant products included fluoxetine hydrochloride (prozac) since 2005 and nortriptyline since 2005 for depression as well as levonorgestrel since 2000 to december 2008, ondansetron (zofran) from (B)(6) 2007 to (B)(6) 2009 and pregabalin (lyrica) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In july 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), 5 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2009, the patient experienced vulval disorder ("rashes or skin conditions type: vulvar problem"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic bilateral salpingectomy, removal of essure devic). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, infection, vaginal disorder, vulval disorder, dysmenorrhoea, dyspareunia, vaginal infection, anxiety, depression and genital haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menstrual disorder, pelvic pain, vaginal disorder, vaginal infection and vulval disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded; on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Case became serious incident. Essure removal details, reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.